Manufacturer narrative:
Section d4: serial number was requested but was not able to be provided. Manufacturer's investigation conclusion: there was no allegation of a device malfunction on the mobile power unit (mpu). The log file spanned approximately 5 hours ((B)(6) 2021 from 03:16 to 07:52 per the timestamp). There was no notable alarm related to the mpu. The mpu was not returned for analysis. Based on the provided information, the cause of the increase ebb usage is believed to be patient error. The serial number of mpu is unknown. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery count of 36, which indicated the patient was not connected to external power. It could have been caused by power cord coming loose while on the mobile power unit (mpu) or the patient disconnecting both leads during a power source change over.